Event description:
Hospital reports a problem with the angiographic syringe in their convenience kit. Specifically, the syringe/manifold connection is causing air to be drawn into the system. Also, the syringe is loosening from the manifold during the procedure. There was no air injection or patient injury. A used device will be returned for evaluation.

Manufacturer narrative:
The syringe and manifold used in the reported incident were returned to the manufacturer. No defects were visible on either device. Review of the device history record for the syringe did not indicate any quality issues or manufacturing deviations. When tested individually, per our specifications, the devices did not leak, however, when an attempt was made to duplicate the situation reported by the customer, the syringe was observed to back off the manifold connection, when the syringe was turned counter-clockwise. The cause of this condition is unable to be determined at this time, however, a CAPA has been initiated to further investigate this failure mode.